Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that when the pump was pressed it remained dimpled. Two weeks later a revision surgery was performed in which the ipp was removed and replaced with a tactra. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that when the pump was pressed it remained dimpled. Two weeks later a revision surgery was performed in which the ipp was removed and replaced with a tactra. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. Both cylinders had wear at fold in the proximal section, but no leaks were found. No anomalies were observed with the pump. The pump was functionally evaluated, and it did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of pump remained dimpled.